Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was not provided, customer did not respond to multiple trouble shooting attempts made by technical support. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.